Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in an automobile accident on (B)(6) 2016. The patient presented into the clinic, and hv lead impedance (hvli) was measuring above the upper limit. The hvli was trending normal in the rv to can vector, permanently set for single coil shocking, and it shot up and has been stable since. The dual coil shocking was turned on for another measurement, and the rv to svc and can vector was also measuring high. There was no noise on the egm with isometrics and pocket manipulation. It was recommended to perform chest x-ray to observe any damage or movement of the leads, and also a defibrillation threshold test. No information reported on course of action.